Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: we signed a contract with a client from hospital, who reported some issues they have been experiencing with the intravenous catheters we are supplying them. They already have experience with these catheters, and we conducted training with the entire nursing and nursing technician team at the institution on (B)(6). They reported another case in which the catheter did not progress and, when pulled back, was found to be torn. Additional information received on 04 jun 2025. Is there any impact on patients? If yes, please explain in detail? No. Can you confirm the quantities affected? (B)(4) unit.

Event description:
No additional information provided.

Manufacturer narrative:
The complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a needle protruding through the 22g insyte autoguard IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The physical sample exhibited damage consistent with the photo. The instructions for use (IFU) warn ¿if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur.¿ no defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.